Event description:
It was initially reported that the patient¿s implantable neurostimulator (ins) started hurting about three years ago. It was noted that the patient never had the ins on very often because it drove her crazy. Additional information received reported that the patient was still having concerns regarding their device or therapy, but was working with their physician or the manufacturer representative with an appointment date of (B)(6) 2013 noted. It was then reported that x-rays were taken and the patient¿s paddle lead had migrated to one side and provided uncomfortable stimulation. The patient had a re-trial in late (B)(6) with a successful outcome. The patient was being referred to a neurosurgeon for removal of the existing system and implantation of a new paddle lead and device.

Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# la2619, implanted: (B)(6) 2002, product type: lead. Product ID: 3998, lot# la2619, implanted: (B)(6) 2002, product type: lead. (B)(4).